Event description:
Meter name: one touch basic enhanced and one touch profile. Strip name: lifescan. Meter code: profile = 7, basic enhanced = unk, strip code: profile = 7, basic enhanced = unk. Strip storage: unk. Symptoms: lightheaded, trembling, and couldn't see. A pt reported they were unable to obtain a blood glucose result on their meter. Their one touch basic enhanced meter allegedly would only prompt not enough blood message and the one touch profile would not power on. Pt received unk treatment for the one touch profile and no treatment for the one touch basic enhanced. No further info has been reported.